Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results confirmed that the driver was returned with the cable causing the power switch to fail. The power cable was replaced to correct the issue. The driver was tested, functioned properly and met design specifications.

Event description:
It was reported that during a breast biopsy, the doctor tried to press the vacuum to clear the probe and then tried to press the power switch to turn the driver back on and the power switch had to be pressed multiple times in order to operate the device. The doctor managed to complete the case with no patient consequence.